Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced loss of dosing due to an insulin occlusion alert, after which the pump stopped insulin delivery and the patient¿s glucose began to rise; the patient did not understand that an occlusion had occurred and required troubleshooting, and the patient was later hospitalized for a severe hyperglycemic event, with the hospital retaining the device for review. Symptoms included loss of consciousness and incoherence consistent with severe hyperglycemia. Outcomes included hospitalization and treatment with exogenous insulin and intravenous fluids. Investigation included review of device logs after resynchronization and user education on occlusion alerts and troubleshooting, with replacement of infusion set, cartridge, and g7 sensor and reconnection under clinician oversight. Investigation of this case revealed an insulin occlusion that halted dosing. It was concluded that an insulin occlusion occurred, and user education was provided to address recognition and response to occlusion alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.